Event description:
Philips received a complaint on the suresigns vm 6 patient monitor sn (B)(6) indicating an audio error "defective speaker". The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips field service engineer (fse) went onsite to evaluate the devices in question.the biomedical engineer (bmed) onsite confirmed an audio error. The (fse) confirmed the customers allegation and found the speaker to be completely out of sound. The (fse) replaced the mainboard and sound speaker for their malfunction. Based on the information available and the testing conducted, the cause of the reported problem was confirmed.based on the information available and results of additional analysis, no further action is necessary at this time. After speaker assembly and mainboard replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported an audio error indicating a defective speaker. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.